Event description:
Procedure performed: lap salpingectomy. Event description: there was no retrieval bag inside the introducer tube; the metal prongs came out but no bag. Intervention: they opened another cd001. Patient status: patient is fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a missing specimen bag. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Event description:
Procedure performed: lap salpingectomy. Event description: there was no retrieval bag inside the introducer tube; the metal prongs came out but no bag. Intervention: they opened another cd001. Patient status: patient is fine.